Event description:
It was reported that when the asymptomatic patient presented during remote follow-up, non-sustained rv oversensing episodes were noted due to t-wave oversensing on the device. Programming changes were made to resolve the issue. There were no adverse consequences to the patient.